Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high shock impedance measurements greater than 125 ohms. An invasive procedure was performed. The lead was explanted and the patient was implanted with an subcutaneous implantable cardioverter defibrillator (s-ICD) system. No additional adverse patient effects were reported. The product is not expected to be returned.